Event description:
A malfunction event was reported, displaying malf 9, which did not cause the customer's blood glucose level to exceed 500 mg/dl. After contacting technical support, the customer was assisted with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to report any recurring issues.